Event description:
The hospital biomedical engineer reported the ventilator blower voltage was at zero. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed that the blower was not spinning. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications. Analysis of the blower by the manufacturer confirmed when the blower was installed into the test ventilator powered on it would alarm and would not provide ventilation. If the blower freezes while in operation it may not continue to provide ventilation.